Event description:
On 01-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's mother reported that when her son came from school, they inserted a new infusion set. He took a nap and when he woke up, he started throwing up, experienced heavy breathing and vomiting. Therefore, on (B)(6) 2021, at 11:00 pm, they took him to the hospital due to diabetic ketoacidosis with blood glucose level of 381 mg/dl. He had high ketone levels (does not remember the value), but when his ketone level went low, they let him reconnect back to the pump and his blood glucose level went high again, then they noticed that the cannula was 90 degree bent. The patient's mother went home, she noticed that her son's previous infusion set was also bent at 90 degree. The site location was patient's abdomen, and the infusion set was not used for more than 24 hours. During hospitalization, the patient received insulin drip intravenously as corrective treatment. On (B)(6) 2021, the patient was released from the hospital. After hospitalization, he started using the pump with different infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's mother reported that when her son came from school, they inserted a new infusion set. He took a nap and when he woke up, he started throwing up, experienced heavy breathing and vomiting. Therefore, on (B)(6) 2021, at 11:00 pm, they took him to the hospital due to diabetic ketoacidosis with blood glucose level of 381 mg/dl. He had high ketone levels (does not remember the value), but when his ketone level went low, they let him reconnect back to the pump and his blood glucose level went high again, then they noticed that the cannula was 90 degree bent. The patient's mother went home, she noticed that her son's previous infusion set was also bent at 90 degree. The site location was patient's abdomen, and the infusion set was not used for more than 24 hours. During hospitalization, the patient received insulin drip intravenously as corrective treatment. On (B)(6) 2021, the patient was released from the hospital. After hospitalization, he started using the pump with different infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.